Manufacturer narrative:
MFR's investigation: a review of the MFR's lot build database for the two reported lot number was performed. Lot # 2537747 (MFR. 07/27/2012) shows (B)(4) units; lot # 2621285 (mfg date 01/2013) shows (B)(4) units were all manufactured, tested, inspected, and released. There were no exception documents generated during the mfg lot build. Previous investigations of similar microclave connector issues have identified the most common cause of these types of issues can occur when the microclave is accessed with incompatible devices. Add'l investigations have also identified some stopcocks do not operate favorably with the clave/ microclave products. ICU medical makes its best efforts to keep an updated list of those that are fully compatible and provides this info on its website. At times, manufactures may make changes in the design to stopcocks, which could affect compatibility. For optimal performance the device directions for use (dfu) should be referred to for the specific compatibility dimensions / iso industry standards. The microclave connectors dfu does state the connectors are compatible with iso male luers having an internal diameter between 0.62" - .110" (1.55mm and 2.8 mm). Conclusion: the involved devices were not returned for analysis and confirmation. The exact cause(s) of the reported event/product experience are unk.

Event description:
FDA/ufmw report received concerning flushing issues with use of mc100 microclave clear connectors. The report states, "pt to have an agitated bubble study test. Rn attached the stopcock/syringe set up onto the microclave connector that was on the IV catheter. Rn was able to complete agitation process from the saline syringe to the saline syringe but when she switched the stopcock to administer the agitated saline to the pt. She was unable to flush it to the pt." No adverse pt consequences reported. Device return: although requested, add'l usage info as well as the status of the involved devices and mating set-up devices were not responded to. (B)(4).